Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. A receiver charge test was performed and failed as the receiver will not communicate with functional tester or charge. A receiver boot test was performed and passed. Functional tests were not performed due to the receiver displaying error message hwi2c on the screen. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to hwi2c displaying on the receiver screen. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.